Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the right ventricular channel of the pulse generator. No patient symptoms were reported. A lead revision was performed, but the noise persisted. The physician believed that the noise might be caused by a short circuit within the pulse generator. The device was explanted and replaced during the lead revision procedure. The patient was noted to be in good condition following the procedure.